Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 3ml ll syringe was unable to contain the medication. The following information was provided by the initial reporter: the syringe was defective, because it had a hole in the body of the plunger and when trying to apply the vaccine, it came out through the hole and the menveo ® vaccine was lost. The vaccine that could not be administered will be replaced by a new unit.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd 3ml ll syringe was unable to contain the medication. The following information was provided by the initial reporter: the syringe was defective, because it had a hole in the body of the plunger and when trying to apply the vaccine, it came out through the hole and the menveo ® vaccine was lost. The vaccine that could not be administered will be replaced by a new unit.